Event description:
This serious unsolicited device case was received from united states on (B)(6) 2013 from a consumer. This case concerned male pt (age unk) who developed joint infection after receiving treatment with synvisc-one injection. No relevant medical history, past drugs, other concomitant medication or concurrent condition was reported. On an unspecified date, the pt received treatment with synvisc-one injection (dose, route, batch/lot number and expiration date unk) for unk indication at unspecified location. On an unspecified date (after unk latency), the pt developed joint infection and his knee was drained (arthrocentesis was performed). Action taken: unk. Corrective treatment: arthrocentesis. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated with global ptc (B)(4). The product lot number was not provided; therefore a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated throughout ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Add'l info was received on (B)(6) 2013.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a pt who developed knee infection after received synvisc-one for an unk indication. Although, the role of device cannot be ruled out due to anatomical proximity; however, procedure-related infectious complications cannot be ruled out. Sanofi comment dated (B)(4) 2013: the f/u info received does not change the previous case assessment.